Event description:
It was reported that the customer's insulin pump was alarming button error, after customer played soccer while the pump was in her bra. Her blood glucose level was not known. The customer was advised to discontinue use and revert to a back-up plan. It was also stated part of the reservoir compartment was broken off at the top. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring and a missing end cap sticker.